Event description:
It was reported that occlusion alarms occurred. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. Customer¿s blood glucose (bg) level was 397 mg/dl, with reported nausea, dry mouth, frequent urination, abdominal pain, fatigue, and difficulty breathing. Elevated (bg) was addressed by delivering a manual insulin injection. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.